Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 57.1 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after the right ventricular lead was placed, it became dislodged when using the delivery system to find the coronary sinus vein. The lead was repositioned, but the helix was unable to be redeployed, despite several rotations. The physician attempted to place a stylet into the lead, but it would not advance past the pin of the lead. It was suspected that the space between the first rib and clavicle was tight and might have pinched in the lead, causing torque to build up. The delivery system was removed and the helix spring out of the lead, but since the stylet could not be placed, the lead could not be repositioned. The lead was removed and replaced. The patient tolerated the procedure well and recovered without issue.